Event description:
Reportedly, platinium dr (df4) implanted in a patient with vad - last followup on (B)(6) 2025: residual longevity 10-15yrs and voltage 2.98v - actual followup on 1(B)(6) 2026: interrogation cannot be performed with cpr4, we tried to move as far as possible the vad battery from cpr4 and ICD site and we also tried to shield with dpi the vad battery or the cpr4 and we also tried to change the cpr4 usb-port on the programmer but the situation still not change, rarely some blue lights appeared on the cpr4 but device interrogation still cannot be performed - next follow-up scheduled on (B)(6) 2026.

Manufacturer narrative:
Please find below the analysis of the case you reported below. On (B)(6) 2026, the platinium ICD device has been implanted with the presence of a lvad device. On (B)(6) 2026, the platinium ICD device couldn¿t be interrogated with a programmer/cpr4. On (B)(6) 2026, the platinium ICD device could be interrogated with a programmer/cpr3. As no data was provided, no further investigation could be performed. The observed event, on (B)(6) 2026, most probably resulted from the presence of emi (electromagnetic interferences) between the crp4 programming head and the subject ICD. Emi were generated by the lvad (left ventricular assist device) for which the frequency is similar to the frequency of cpr4 inductive telemetry. The manual warns about lvad. It should be noted that no malfunction is suspected on the telemetry head. No malfunction is suspected on the subject device ICD. This case is recorded for trending purposes.